Event description:
The physician reports that the crystalens haptics were bent when inserting the lens using the staar surgical lens injector system. No further details were provided. Additional information has been requested from the physician.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.